Event description:
A report was received that the patient had an infection at the ipg and the lead site. The symptoms were fever and redness. The patient was given oral antibiotics. The patient underwent an explant procedure and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. Device evaluation indicated that the leads and lead extensions passed visual tests performed. The leads and lead extensions were intact and no parts of them were missing. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and the lead site. The symptoms were fever and redness. The patient was given oral antibiotics. The patient underwent an explant procedure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), (B)(4), description: linear 3-6 lead 50cm, model # sc-3138-55, serial # (B)(4), (B)(4), description: phase iii, lead extension - 55 cm. The extensions were explanted and discarded by the medical facility.